Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose level ranged between 80-180 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.